Manufacturer narrative:
Event date: the peritonitis occurred about one week prior to the receipt of the initial report (exact date unspecified). It was reported that an automated peritoneal dialysis (apd) patient made a use error which resulted in peritonitis. The use error was further described as the patient was reusing single use disposables for approximately two weeks prior to experiencing the peritonitis. The patient was not hospitalized for the peritonitis. On unreported dates, the patient began treatment for the event with unknown medication (dose, frequency and route was not reported) and was also provided unspecified medication to be injected into the dialysis bags (one injection every 3 days) which reportedly are no longer needed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.